Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric bypass. According to the reporter: the anvil of the (B)(4) would not mate with the (B)(4). Therefore, the product would not connect and close down for firing. Surgeon had to surgically cut out anvil with cautery and place anvil included in (B)(4) and purse string around this anvil in order to finish the case. Extended operating room time by 30 minutes. Cautery was used and anvil from (B)(4) was applied.